Manufacturer narrative:
Device received with failed battery test due to corroded battery tube. Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify motor error alarm due to failed battery test alarm. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the they experienced hyperglycemia. The customer blood glucose level was 599mg/dl. The customer was treated with syringe. Customer was not admitted to the hospital due to high blood glucose value. Customer also stated that insulin pump had motor error alarm. Customer stated insulin pump was not exposed to high magnetic field. Customer stated that drive support cap was normal. Customer stated that the alarm history was reviewed and there was more than one motor error alarm within any 30 days present. Customer stated that they had difficulty in breathing and they had an emergency kit available. The insulin pump will not be returned for analysis.